Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported by the ous affiliate that after implantation the certas inline valve was blocked and the device was removed. The valve was implanted to the patient via va-shunt. Date of implant and initial setting were unknown. It was reported that the condition of the patient had not improved after the valve was implanted. Currently, the patient is under observation with external drainage. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
The valve was returned for evaluation. The position of the cam when valve was received was at setting 2. The valve was visually inspected, needle holes in the needle chamber were noted. The valve was tested for programming and passed the test. The valve was flushed; no occlusion was noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The valve was reflux tested and passed. The siphon guard was tested; no issues found. The siphon guard was removed and the valve was then pressure tested; no issues found. A review of manufacturing records could not be performed, as no lot number information was provided. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.